Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the cause for the failure was isolated to an open black pulse wire. The root cause for the open wire was could not be positively identified. There is no indication that the device malfunction caused or contributed to an adverse event.

Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing.